Event description:
Avanos medical inc. Received a single report that referenced three different incidents, which were associated with separate units, involving three different patients. This is the third of three reports. Refer to 9611594-2026-00408 for the first report, refer to 9611594-2026-00409 for the second report. It was reported that there was a hole in the distal part of the ng tubing close to the connection of the ng pump tubing where formula was coming out. The hole caused the medication to leak out of the tube and patient was unable to get medication. The ngt removed and they had to reinsert a new one.

Manufacturer narrative:
This event was initially deemed not reportable based on our reporting strategy active at the time of the alert date; however, following a recent retrospective review of complaints this event was made reportable out of an abundance of caution. The actual complaint product was not returned for evaluation. The device history record for lot: 20117098 was reviewed and the product was produced according to product specifications. A root cause has not been established. All information reasonably known as of 04 jun 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint: (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.